Event description:
The customer contact reported an adverse event while the device was in use following an alarm condition. On an unspecified date, the device was programmed in the continuous mode to deliver an unspecified chemotherapy at a rate of 5ml/hr, container size of 625ml, and a duration of 7 days. No further programming parameters were provided. In 2008 at an unspecified time, the delivery was started. On two days later, the device sounded an audible alarm tone. At this time, it was noted that the PICC catheter was clotted. The patient went to the emergency room and was admitted to the hospital. The patient was treated with an unspecified concentration of tpa (tissue plasminogen activator) to unclot the PICC line. On the next day, the patient was discharged to home. On the following day, therapy was resumed using a replacement device. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.